Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection two external insulation abrasions breaching the optim sheath distal to the connector boot caused by friction to the device can. The lead insulation underneath was undamaged. All other damage noted is consistent with procedural damage.